Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called as they received a letter in the mail. The patient said that their physician discussed the option for the patient to undergo a surgical revision to try another connection. However the patient said that they weren't able to commit to a time right now due to other family medical concerns. The patient said that as of now, the issue had not been resolved. The patient said they would consult with the doctor for other possible options to try and to discuss when they could consider scheduling the surgery that the physician suggested. The patient again repeated information about falling and injuring their leg and had emergency surgery for the leg as previously documented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they set the ins recently at the healthcare provider (hcp)s office with a manufacturer representative (rep) about 4 days ago, and they thought it's a good setting, but it was not been operating, and it doesn't alert them when they were about to urinate and keep on having constant urination. The patient stated that they were urinating very constantly. Agent walked them through connecting to the ins and reviewed increasing the stimulation. The patient was able to connect to the ins and increase the stimulation to a comfortable level on the bike seat area. The patient to monitor the symptoms and redirected to the healthcare provider (hcp) if it persists. On 2026-mar-18 additional information was received from the patient. The patient called back and repeated information previously noted. The patient stated they had to get up 10 times the previous night and were constantly having to keep changing their diaper and couldn't make it to the bathroom in time. The patient stated they got the stimulator for overactive bladder, but ever since they had a surgery on their leg in october the stimulator had not been working for them. The patient stated the last four days had been terrible. The agent reviewed with the patient that they had called in the previous day and increased stimulation. The agent reviewed therapy considerations with the patient. The agent reviewed that the patient could adjust therapy as needed but that if symptoms were this bothersome they should be contacting their doctor. The patient stated their doctor didn't want anything to do with the ins and just redirected them to the manufacturer. The agent emailed physician listings to the patient. The patient called back on 2026-apr-06 and repeated information regarding the therapy issue. The patient stated that the last time they had their therapy settings adjusted was about 2-3 weeks ago with their doctor's nurse and a manufacturer rep. However, the patient continued to urinate about every 20 minutes all day long. In the last 4-5 days the patient said the therapy had not helped them at all, and when they had the urge to u rinate the urine just came out. The patient also repeated that the therapy had only worked sporadically since they had an unrelated surgery that occurred after they fell and bashed their knee. The patient said they were supposed to get an arterial ultrasound today but they couldn't due to the urinary frequency. The patient spoke with their primary care doctor but they weren't sure what to do. The patient called their managing doctor's office and left a message for their nurse before they called patient services. The patient said they need a medical opinion, but their managing doctor didn't want anything to do with the ins. The agent re-sent physician listings to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.